Event description:
Boston scientific crm received information from an out-of-service form that this patient's device and right ventricular (rv) defibrillation lead were explanted due to infection.

Manufacturer narrative:
No adverse events were reported.